Manufacturer narrative:
The fse evaluated the device on site. It was determined that the battery housing is damaged. The customer requested to return the device unrepaired. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damaged battery housing. The reported problem was confirmed. The customer requested the device to be returned unrepaired. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's battery housing is damaged. There was no reported patient involvement.